Event description:
The patient received an scs system including a ipg on (B)(6) 2010. It was reported that the patient's programmer is not adequately reflecting the charge level for the patient's ipg. In an effort to resolve this matter, a replacement programmer was shipped to the patient. Follow-up on this issue found that the reported problem persists with use of the replacement programmer. Additional noninvasive troubleshooting will be undertaken in an attempt to rectify this matter.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.